Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer. No add'l service info was provided.